Manufacturer narrative:
Medtronic received the following information from a journal article entitled; long-term outcomes and risk factors after hybrid thoracic endovascular aortic repair with landing in zones 1 and 2 kudo t, kuratani t, sakamoto t, yokota j, oga y sawa y ann vasc surg 2026; 122: 574¿585 https://doi.org/10.1016/j.avsg.2025.08.043 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: median age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿long-term outcomes and risk factors after hybrid thoracic endovascular aortic repair with landing in zones 1 and 2¿ the time frame of this study was over a ten-year period. 96 patients underwent zones 1 and 2 landing hybrid tevar for aortic arch pa thologies. Valiant and non-medtronic stent grafts were implanted in the patient population. The following adverse events occurred: stroke, embolus, intimal dissection, rupture, myocardial infarction, spinal cord injury, int ervention no further information was provided pertaining to medtronic products.